Event description:
It was reported that the patient's device had a electrostatic discharge (esd) while unwrapping a new mattress at home. The patient noticed a short irregularity from the pump and the controller did not display any pump parameters anymore. The patient performed a successful controller self-test - display remained dark and pump running symbol was green active. The controller showed a lvad fault alarm with 17l flow at 15 watts, 5400 rotations per minute, and 2.2 pi. The pump had restarted followed by high power consumption and temperature. The controller was exchanged (B)(6) 2022 in the operating room. The pump did not restart automatically and it would not manually start via system monitor. High power consumption observed. The pump was immediately exchanged with the backup implant kit. Related manufacturer report number # 2916596-2022-00434.

Manufacturer narrative:
Initial reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿display of the system controller did not show any pump parameters¿ was confirmed with the returned system controller (serial # (B)(6)). The returned device was connected to laboratory equipment and the expected ¿charging¿ visual message on the front user interface did not display. It was noted the system controller was able to operate the test lvad without any alarm active, which was confirmed via the test system monitor. The internal lcd display module was exchanged for a functional lcd display module. Depression of the navigate display button was able to cycle through all the screens. The testing confirmed a damaged/nonfunctional lcd display module. Further evaluation of the lcd display module could not be performed, and a root cause could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 21feb2021. Heartmate 3 patient handbook , cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.